Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as surgical damage. Particles in valve: no observed. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side deflation. Healthcare provider noted "observations made during surgery" of "hole, non-specific" and also noted "valve area: particles in valve". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11jul2024.

Event description:
Healthcare provider reported a right side deflation. Healthcare provider noted "observations made during surgery" of "hole, non-specific" and also noted "valve area: particles in valve". The device has been explanted.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.